Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer was unable to interrogate an implantable device and displayed an error indicating that the implantable device required an update. Troubleshooting steps advised resolved the issue. The programmer remains in use. No patient complications have been reported as a result of this event. It was reported that the implantable pulse generator (ipg) exhibited no telemetry. The ipg remains in use. No patient complications have been reported as a result of this event.